Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 14cm solero applicator. It was reported that during an microwave ablation procedure, the tip detached inside the patient. The unit had been set for a 6 minute burn at 140 watts. At the 5 minute mark, a sparking and strange image appeared on the CT flouro. This was immediately followed by an error on the solero unit. The applicator was removed and it was observed the tip had detached inside of the patient's liver, where it was retained. The patient did not experience any harm as a result of this incident.